Event description:
The manufacturer received information from a hospital alleging a ventilator alarm occurred and device still did not operate after adjustment. There was no patient harm or injury reported with this notification. The device has not yet been returned to the manufacturer for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned for evaluated, a follow-up report will be submitted with the evaluation results.